Event description:
It was reported that customer experienced damage to pump housing and usb port, including bent or damaged pins, which affected ability to charge pump properly. There was no reported impact to the customer¿s blood glucose level. Customer outcome and any corrective actions were unknown because technical support was unable to reach customer for additional information and documented details based only on received email.